Manufacturer narrative:
It was reported by the end user that there were five cases involving damaged/ruptured IV tubing. The events occurred on different dates within approximately one month, with one event occurring on february 6. The tubing has not yet been returned to right way medical or the manufacturer for evaluation. In one of the cases, medication was wasted due to the tubing rupture. For the other cases, the medication had not yet been added to the saline, and the infusion had not been started. The medication was intended to be administered peripherally at an infusion rate of 125 ml/hour. No patient harm was reported. The following patient information was provided for one of the events: patient initials: (B)(6). Date of birth: (B)(6). Gender: female. Weight: 77. Patient age at the time of the event: 68 years old. Reference to complaint #: (B)(4).

Event description:
Intuvie received a report that five (5) IV sets from lot 2504015 were leaking during use. The reporter indicated that the sets were leaking, and an image was provided which appears to show leakage originating from below the drip chamber. The reporter was asked to provide additional information and retain any affected product for return and evaluation. Follow-up good faith efforts were made to obtain clarification regarding the reported issue and request return of samples; however, no product has been returned to date. No adverse event or patient injury was reported in association with this complaint.

Manufacturer narrative:
Upon review of the complaint, good faith efforts were conducted to obtain additional information and request return of affected product for evaluation; however, no samples have been returned to date. An image provided by the reporter appears to show leakage originating from below the drip chamber. A review of complaint history did not show any other complaints on the lot. Manufacturing, and lot release records did not identify any nonconformances associated with lot 2504015. A CAPA was opened to investigate the reported failure. Refer to (B)(4).